Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 5076 lead, implanted: (B)(6) 2013; a 6947 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had pulled out of the coronary sinus and into the vessel. The lead was explanted and replaced. No patient complications have been reported as a result of this event.